Manufacturer narrative:
Determination of root cause: assessment: a surgery database performance verification was conducted on all ladarvision systems. (The serial number of the specific device used for this pt's surgery was not provided.) This analysis determined the laser performance factors analyzed were operating within specification during the time of this pt's surgery. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection could not be reviewed due to lack of info available. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the pt's outcome. However, the non-product related factors mentioned above may have been contributors. This report mailed in to FDA on: 11/21/2007.

Event description:
Voluntary medwatch received states, "I had lasik surgery and now suffer from a posterior vitreous detachment, or floaters in the eyes. It has ruined my ability to use and enjoy a camera and a computer. I also used a camera and computer for occupational purposes as well. I see black spots in front of my eyes, especially in the bright daylight and when looking at bright computer screens. I also have extremely dry eyes, light sensitivity and halos and starbursts at night." No other info is available. This report is for the left eye, the right eye is being reported under MFR report # 1061857-2007-00501.